Event description:
Enteral feeding tube inserted without difficulty. X-ray done. Report showed that tube was in the lung. Nurse was contacted to remove the feeding tube immediately. The tube was removed without difficulty. The pt developed respiratory distress. The nurse attempted to suction and bag the patient. Nurse met great resistance with bagging. Pt continued to have respiratory distress; heart rate decreased and a code was called. The ER physician assessed the pt's airway, replaced her tracheostomy tube, then finally placed bilateral chest tubes. CPR was done throughout. Pt expired. Rptr's chief concern is the design of the feeding tube - especially the fact that the mercury tip is the same diameter as the feeding tube which may contribute to greater risk of penetrating the lung.